Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00423 on 15-nov-2019. Additional information (12-jan-2020): an urgent medical device recall (umdr) achc 20-05.a.us was sent to us customers and an urgent field safety notice (ufsn) achc 20-05.a.ous was sent to ous customers in january 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment lots ending in "17" or "18" due to a cuvette defect allowing water bath to contaminate the cuvette. Customers will be instructed to replace all reaction cuvette segments on their atellica ch analyzer with a lot ending in "19" or above. Customers are also advised to review their inventory and discard all impacted cuvette segment lots in their inventory. Sections h6, h7, h9 and h10 were updated. Mdrs 2432235-2019-00325_s3, 2432235-2019-00362_s2, 2432235-2019-00422_s1, and 2432235-2019-00424_s1 were filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00423 on 15-nov-2019 and siemens filed the supplemental MDR 2432235-2019-00423_s1 on 29-jan-2020. Additional information (21-feb-2020): a follow up urgent medical device recall (umdr) achc 20-05.b.us was sent to us customers and a follow up urgent field safety notice (ufsn) achc 20-05.b.ous was sent to ous customers in february 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment "19" and above, due to a cuvette defect allowing water bath to contaminate the cuvette. Customers were provided instructions to determine if they have impacted cuvette positions within a cuvette segment. If cuvette segments are identified on their analyzer(s) customers will be asked to contact siemens customer care center to determine additional actions to be taken prior to processing patient samples. Sections g7 and h10 were updated. Mdrs 2432235-2019-00325_s4, 2432235-2019-00362_s3, 2432235-2019-00422_s2, and 2432235-2019-00424_s2 were filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that discordant, falsely elevated carbon dioxide concentrated (co2_c) patient sample test results were obtained on an atellica ch 930 analyzer. The discordant results were obtained on cuvette slot # 168, which yielded falsely elevated co2_c concentrations. The reaction segment was replaced, which subsequently generated expected results. Siemens is further investigating the issue. Mdrs 2432235-2019-00325_s2, 2432235-2019-00362_s1, 2432235-2019-00422, and 2432235-2019-00424 were filed for the same event.

Event description:
Discordant, falsely elevated carbon dioxide concentrated (co2_c) results were obtained using an atellica ch 930 analyzer. The initial results were not reported to the physician(s). Repeat testing was performed using the same samples and same atellica ch 930 analyzer, resulting lower and as expected. The repeat results were reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c results.